Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was an alleged overdischarge. The rep reported there was a power on reset (por) message on the patient programmer with the inability to communicate with the ins and an overdischarge was suspected. The patient could not charge. The rep initiated a power on reset (por) and had 45 minutes remaining. The patient first noticed the issue a couple of months ago (2018). No symptoms or further complications were reported. Additional information was received. It was reported the patient had their device removed and a new one put in. No further complications were reported or anticipated.